Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. The target lesions were located in the right coronary artery (rca), left anterior descending (lad) and left circumflex (lcx) arteries. A synergy drug-eluting stent was advanced to treat the lesion in the rca but resistance was encountered and the device failed to cross the lesion. Only plain old balloon angioplasty (poba) was done to the rca and another two synergy stents were implanted in the lad and lcx. However, 3 hours later, the patient died due to gastrointestinal (gi) bleeding.